Event description:
It was reported by the sales rep that the endoplege catheter tip, locked onto the sheath but would not screw and lock down on to the catheter body. No patient injury was reported.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.